Event description:
It has been reported to philips that x-ray could not be generated. The system was in clinical use when the issue was identified. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image display error. The fse review the log file and identified that the point resonance error was excessively high which cause the image problem. Fse replaced the power inverter certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.